Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set underinfused during infusion. The set was being used with a baxter infusion pump. The reporter stated that the pump was programmed to give 1000mg/200ml of vancomycin at 200 ml/hr. Upon completion of the infusion, the nurse had to program more volume to be infused in order to fully empty the IV bag for a total volume infused of 230 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.